Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2011, inratio: 1.2, doctor's poc: 2.7. Tests were done using two separate fingers, within a few minutes. Patient self tester did a comparison between the new meter that was sent in a previous case and the "old" strips from the previous complaint. Reference MDR #2027969-2011-02467.

Manufacturer narrative:
Investigation pending.